Event description:
It was reported that this right atrial (ra) lead oversensed noise which resulted in inappropriate atrial tachy response (atr) episodes. In addition, the ra lead exhibited low out-of-range (oor) pacing impedances, measuring less than 200 ohms. Subsequently, a revision procedure occurred. The ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.